Event description:
It was reported that during use of bd max¿ enteric bacterial panel, a false positive campylobacter patient result with an unusual pcr curve was obtained. Test was repeated and was campylobacter negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation on discrepant results for the campylobacter (campy) target when using the bd max¿ enteric bacterial panel assay (ref. (B)(4)) from lot 5044746 was performed by the review of the manufacturing records, review of customer¿s data and by the complaint¿s history review. The review of quality control records of bd max¿ enteric bacterial panel assay lot 5044746 revealed no anomalies that could explain the customer¿s discrepant results. Customer reported three discrepant samples for the campylobacter (campy) target. The samples gave positive results in the initial tests. Customer mentioned run 688 from bd max¿ instrument (B)(6) as well as runs 814 and 816 from bd max¿ instrument (B)(6) for three suspected campy false positive results; run 688 sample b3, run 814 sample a8 and run 816 sample a8. Customer explained samples obtained negative results upon retest. Customer provided the databases of bd max¿ instrument (B)(6) for investigation. Manual pcr curve adjudication of the positive samples revealed step dislocations in the fam channel (campy target) in the raw signal of all three samples. These atypical curves do not suggest true amplification. Similar step dislocations were observed for salmonella (vic) and shigella (rox) targets but did not cross thresholds to be considered positive. This analysis makes it unlikely that the positive results for the campy target are linked to true amplifications. Nevertheless, it must be noted that manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Overall, investigation did not allow to identify a cause for these unusual curves causing false results. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on the bd max¿ enteric bacterial panel assay lot 5044746. Based on the investigation performed, no reagent issue is suspected. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no new hazard was identified.

Event description:
It was reported that during use of bd max¿ enteric bacterial panel, a false positive campylobacter patient result with an unusual pcr curve was obtained. Test was repeated and was campylobacter negative. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: pch, pci. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.